Manufacturer narrative:
The voluntary medwatch and letter are attached. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
A voluntary medwatch (mw5062580) was received. The report indicated that during an angioplasty of the right pulmonary artery (rpa) and left pulmonary artery (lpa) on a patient with complex congenital heart defects, the floppy tip of the 180 cm. Reflex steerable pgw .018 sv short st guidewire separated from the shaft of the guidewire. Multiple attempts were made to retrieve the fractured end of the guidewire. The fractured portion of the guidewire was successfully removed from the patient and was confirmed by fluoroscopy. The procedure was prolonged by forty-five (45) minutes. There was no reported patient injury. The product is available for inspection.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A voluntary medwatch (mw5062580) was received. The report indicated that during an angioplasty of the right pulmonary artery (rpa) and left pulmonary artery (lpa) on a patient with complex congenital heart defects, the floppy tip of the 180 cm. Reflex steerable pgw .018 sv short st guidewire separated from the shaft of the guidewire. The fractured portion of the guidewire was successfully removed from the patient and was confirmed by fluoroscopy. The procedure was prolonged by forty-five (45) minutes. There was no reported patient injury. The product is not available for inspection. Multiple attempts were made to retrieve the fractured end of the guidewire. No additional information was available despite multiple attempts. The product was not returned for inspection. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product IFU¿s, users are warned to never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.